Event description:
Pt experienced "catastrophic failure of left total hip" with broken ceramic head. While standing in the back of an ambulance doing pt care felt sudden pain, and crunching sensation which progressed as domino effect down leg. Transferred to hosp for surgery.